Event description:
It was reported that multiple patients with the 6947 lead had multiple failures. The failures included the following: t-wave oversensing, low r-waves, inappropriate shocks, difficulty extending the helix, the distal end feels "stiffer," and that it is difficult to put "slack" on the lead. However a one to one correlation could not be made with unique lead/serial numbers. The lead status on these leads is unknown. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported.